Manufacturer narrative:
Sc-1132 (B)(4). Device evaluation indicated that the ipg passed all the required test and revealed normal device characteristics.

Event description:
A report was received that the patient was experiencing pain at the lead incision site. The patient underwent an explant procedure. Physician believed it was not due to device malfunction. The patient was doing well postoperatively.

Manufacturer narrative:
Sc-1132 (B)(4). Device evaluation indicated that the ipg passed all the required test and revealed normal device characteristics.

Event description:
A report was received that the patient was experiencing pain at the lead incision site. The patient underwent an explant procedure. Physician believed it was not due to device malfunction. The patient was doing well postoperatively.